Manufacturer narrative:
It was reported that the single electrode probe involved in the incident was disposed of and not returned for eval. An investigation into the root cause for incident is currently in progress. The results of the investigation will be sent via a follow-up medwatch.

Event description:
A pt of unk age and gender presented for a nanoknife ablation procedure. Approx three (3) months post procedure the pt presented with a total collapsed bile duct that was reconstructed with stents. At the time of the original procedure, there was no report of complication with the procedures nor was there any report of pt harm or injury. It was reported that the single electrode probe involved in the incident was disposed of and not returned for eval.